Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer's son reported customer received a reading of 300 mg/dl on their adc meter and gave herself an extra dosage of insulin. As a result, customer experienced two episodes of losing consciousness. Although the customer's son reported customer lost consciousness, there is no diagnosis nor third party medical intervention was reported. It is unknown if the adc meter contributed to this medical events, an investigation is in process.